Event description:
The guide catheters were twisted and would not advance or retract properly. New devices were used and the patient was not affected. This MDR is associated with MDR 3005168196-2012-00255.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: the penumbra sales representative has attempted to contact the hospital for additional detail numerous times but without success. The only information available was that the hospital had accidently disposed of the devices which were supposed to return. Hospital accidently disposed of catheter.

Manufacturer narrative:
The device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.